Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue of leaking could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that leakage was found on three cassettes. During filling of a cassette, the medication began to fill up the plastic casing outside of the inner bag. When the cassette was tipped, the fluid spilled out of the opening in the top of the cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07935 is no longer considered reportable, please disregard any MDR reports associated with it.